Event description:
It was reported that patient underwent total knee arthroplasty on an (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2012 to remove and replace the tibial bearing due to infection. No further information has been provided to date.

Event description:
It was reported that patient underwent total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2012 to remove and replace the tibial bearing due to infection. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed due to the limited information provided: expiry date. Date implanted. Manufacture date.